Event description:
It was reported that during a colectomy, with the second product used, the distal doughnut was complete, but the proximal side of the anastamosis was not complete. The case was completed by suturing the anastamosis. There was no pt consequence. The procedure was extended two hours without clinical impact to the pt.